Event description:
It was reported that when using the bd pyxis¿ medflex 1000, rxverify request was rejected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the pharmacy (rx) verify request was rejected and required assistance. A technical support specialist (tss) noted that the initial request was rejected due to the absence of a submitted script. After the script was received, the tss contacted the pharmacy and spoke with pharmacist, assisted in getting the request approved. The system functioned as intended after the technical support specialist investigated the issue.